Event description:
It was reported that the patient had an automobile accident on (B)(6) 2010. The lacerations on her arm were washed with saline due to glass debris and topical skin adhesive was placed on her right arm in and around the elbow area. The wounds healed without incident. At this time the wound is healed, but the area appears to have a magenta colored stain at the locations were the topical skin adhesive was placed. No additional information was provided.

Manufacturer narrative:
(B)(6) 2012. (B)(4) discoloration of skin. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The date the magenta colored stain was first noticed by anyone was 19 days after the treatment. Currently, the patient stated she is healed, but uncomfortable with the staining on her arm.